Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Micro switch set screw out of adjustment.